Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to deliver a bolus, the customer noted that the bolus calculated was more than expected and therefore, the customer did not deliver a bolus. Reportedly, the customer's healthcare provider recently adjusted the pump settings. Customer called tandem's technical support for assistance with changing the correction factor to reference the customer's previous pump settings. During troubleshooting with tandem technical support, customer was able to adjust the correction ratio from 1:5 to 1:30. Recommendation was made to consult with healthcare provider regarding the pump settings. Customer acknowledged the information. There was no impact to the customer's blood glucose level.